Event description:
Procedure type: hernia. According to the reporter. The needle would not toggle back and forth. It worked one time then would not work again. Opened a new device. There was no unanticipated tissue loss. The case was not extended by more than 30 mins. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).